Manufacturer narrative:
Follow-up #1 date of submission 03/24/2014-product analysis:the pump has been returned and evaluated by product analysis on 03/05/2014 with the following findings:the keypad was found to be peeling and torn. Evaluation revealed that all keypad buttons were unresponsive. Inspection revealed that all key contacts were missing. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the keypad had peeled off and all buttons were unresponsive. It was reported that the damage occurred prior to the response issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.